Event description:
The transfusion service has been investigating a recent dramatic increase in the number of accidental punctures of blood product bags during the spiking of a unit just before the transfusion. Based on info that another hosp that uses alaris infusion sets is having a similar problem, co has discovered that the cannula of the current lot of alaris signature edition blood set (product number 72980e) is of slightly larger diameter (0.35 inches) as compared to a previous lot number of this same product (0.30 inches) and also that the tip is more angular and pointed as compared to the tip of the older lot# of the same infusion set. Co believes that the larger diameter cannula is requiring extra force during the spiking procedure which is leading to these accidents where the sharper tip is more easily able to penetrate the bag wall. Until co can more definitively resolve this issue, co would like all staff to take extra precautions when spiking units to avoid injury to themselves and pt treatment delays.